Event description:
It was reported that pump displayed malfunction code with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to reset pump, successfully reset malfunction without recurrence, was advised to continue using pump, and was instructed to call back if malfunction codes recurred, with no device return arranged and no additional outcome details provided.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown.